Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons were unresponsive. The patient stated that when she tried to press the buttons, the display screen was blank. The patient reportedly replaced the battery and stated that the pump displayed the verify screen and then prompted to confirm the screen. The patient stated that when she tried using the ok button and the other keypad buttons to confirm the screen, they were unresponsive and that she was not able to confirm the screen. It was noted that the patient tried to replace the battery several times and the issue was still not resolved. The patient denied that the pump was exposed to water or that the pump was damaged. There was no reported patient impact associated with this complaint. This complaint was reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons were unresponsive and the pump was not able to navigate through the pump menus. The keypad cover was removed for investigation and did not reveal any evidence of contamination or shifted button contacts. The pump was opened for investigation and revealed damage to the keypad flex.